Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 09mar2017 a patient (pt) placed a call to our affiliate in (B)(4) to report that he/she was a long time wearer of the acuvue advance brand contact lenses. The pt reported that in (B)(6) 2017, the pt inserted a misshaped acuvue advance contact lens in the od. The pt reported that the suspect lens was misshaped on receipt, but the pt reported that he/she inserted the lens as the pt was not at home and did not have a spare contact lens. The pt reported od eye pain after wearing the suspect lens all day. The od eye pain persisted after the pt removed the suspect lens, so the pt went to an eye care provider (ecp). The pt reports a diagnosis of od iritis. The pt was given a prescription eye drops for the od and states that no return to clinic appointment was instructed. He/she reported that the eye pain was relieved with the prescribed eye drops. The pt refused to provide any additional details. The lot # and suspect product availability are unknown. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.